Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus medical systems india private limited (omsi). The evaluation was able to reproduce the reported phenomenon. Additionally, the spare lamp error occurred due to faulty converter. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the evaluation results, there was the possibility that the reported phenomenon was attributed to the faulty converter due to the aging deterioration, as over eight years have passed since the device was manufactured. The spare lamp error could have been attributed to no power supply due to the faulty converter.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the checking of the subject device for preparation for use at the user facility, it was found that the examination lamp did not ignite. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.